Event description:
Information was received indicating that faulty downstream occlusion was noted on a smiths medical cadd solis vip pump during testing. No patient was involved in this event. No adverse effects were reported.

Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device faulty downstream sensor was duplicated during occlusion test. . The customer reported condition was confirmed. Problem source is unknown . The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.